Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) pacing could not be captured in the right ventricle. The ipg was attempted / not used and replaced with a transvenous system at a later date. No patient complications have been reported as a result of this event.